Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6)2017, the reporter contacted animas and alleged that the patient had a blood glucose of 500 mg/dl with large ketones, abdominal pain, and extreme drowsiness. Patient received treatment including IV fluids and insulin via pump at the hospital. Patient alleges that after being pushed into a swimming pool, the ok/enter buttons were under responsive and discontinued use of pump. This complaint is being reported as the keypad issue may have contribute hyperglycemia.

Manufacturer narrative:
Correction to date of device evaluation. The device was returned and evaluated by product analysis on 25-oct-2017

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-sep-2017 with the following findings: during investigation, the keypad was intact and all the keys were responding appropriately. The black box showed a manual time change. The delivery were interrupted due to an unconfirmed alarm and unexplained pump reboot. The total daily dose added up correctly and reflected the users programmed basal rate. The pump passed delivery accuracy testing with no delivery defects found. The pump was found to be delivering within required range and delivering accurately. There were no pump reboots, errors, alarms or warning during testing. The keypad cover was removed and there was no contamination found under the key contacts. There were no button contact defects observed. The pump cover was removed and there was no evidence of internal moisture observed. The keypad latch was found to be fully closed. There was no damage to the keypad flex observed. The original complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.